Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staples were jamming and then spitting out of the device. Another device was used to complete the procedure. There was no patient consequence.